Manufacturer narrative:
Continuation of d10: product ID d-evprop34 product product type: delivery catheter system (dcs) implant date na explant date na product ID l-evprop34us product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was initially deployed in a shallow position and was recaptured. Upon the second deployment, the valve infolded. Per the physician, the patient's annular calcification extending into the left ventricular outflow tract (lvot) and heavily calcified leaflets contributed to the infold and dislodge. A post bav was performed with a 26 millimeter (mm) non-medtronic balloon in an attempt to resolve the infold and the valve dislodged. High gradients were also reported, but it is unknown if the gradients were due to the infold or the dislodgement. The gradient measurement prior to the valve implant was 100 mmhg and reduced to 35 mmhg after the valve was implanted. It was reported that the implant depth was 2-3 mm on the non-coronary cusp (ncc) and 5-6 mm on the left coronary cusp (lcc). Subsequently, a second valve was implanted valve-in-valve. It was reported that a procedure delay of approximately 20 minutes occurred due to the infold. No misload was identified during the procedure, however on the post evaluation review there may have been a possible misload with overlap frame nodes. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. In summary it states that ¿based on the information provided, the primary event of valve dislodgement, requiring placement of a 2nd valve-in-valve, is assessed as likely related to the pro+ valve after a post-implant bav for device infolding. The patient's significantly calcified aortic annulus, extending to the left ventricular outflow track, may have been a contributing factor to the event. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time.¿ the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. A post bav was performed in an attempt to resolve the infold and the valve dislodged. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. Dislodge events are typically not related to a device malfunction. Intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was also provided for anatomical review. Patient¿s annulus perimeter measured 82.1mm with a perimeter derived diameter of 26.1mm suggesting a 34mm evolut. The aortic valve was significantly calcified, and calcium was present in the annulus extending to the left ventricular outflow track. Fluoroscopic valve load inspection was performed, and overlap barely reaches node 4. Medtronic recommends to slowly rotate the capsule 360° while using anterior-posterior (ap), high resolution imaging at increased magnification for the inspection. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. In this case, a video loop of the fluoroscopic valve load inspection would be required to accurately assess the load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During deployment, there was an evident infold just prior to the point of no recapture. Of note, it was reported the that the valve was recaptured at least once. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Based on the available information, image review, and medical safety assessment, the probable cause of the infold and dislodge of the valve are due to the patient's annular calcification on the left ventricular outflow tract (lvot) and heavily calcified leaflets. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.